Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s parent reported that the ilet device was dropped, resulting in a cracked screen. The device remains in use, but it is no longer watertight and the screen is spider-webbed and becoming more difficult to see. Blood glucose management was not reported to be impacted.